Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a (B)(6) patient with symptoms that may have been for rsv. Sample was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive (not reported to physician). Customer did not run adf that included rsv testing. Retest was run (B)(6) 2021 using biofire rp, resulting in flu a negative, flu b negative, rhinovirus/enterovirus positive (reported to physician). Review of data provided by the customer showed normal amplification curve. Root cause is inconclusive. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a (B)(6) patient with symptoms that may have been for rsv. Sample was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive (not reported to physician). Customer did not run adf that included rsv testing. Retest was run (B)(6) 2021 using biofire rp, resulting in flu a negative, flu b negative, rhinovirus/enterovirus positive (reported to physician). Discrepancy is not for sars-cov-2; discrepancy is for flu a and flu b. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.